Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the healthcare provider that the patient was hospitalized on (B)(6) 2026 at (B)(6) following severe hypoglycemia and head trauma sustained as a result of a fall. It was reported that the patient experienced severe hypoglycemia following a pod change. Blood glucose values associated with the event were not provided. The reporter stated that a bolus of insulin was reportedly delivered via the personal diabetes manager (pdm); however, the bolus delivery could not be identified in the device memory during review. Following the pod change, the patient's blood glucose levels reportedly decreased unexpectedly in a manner inconsistent with the programmed basal insulin delivery, with a few micro-boluses reportedly delivered, followed by cessation of basal insulin delivery. The helathcare provider indicated that according to the patient, no insulin was administered other than through the omnipod 5 system. As a result of the hypoglycemic event, the patient reportedly experienced loss of consciousness, resulting in a fall, head trauma, and a prolonged period spent on the floor. The patient was admitted through the emergency department of chu de rennes and subsequently hospitalized in the endocrinology department for further medical management. Additional information regarding this medical event, including treatments provided, length of hospitalization, detailed chronology and circumstances of the event, and product details, is being solicited.